Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Health effect clinical code: (B)(4): biopics. Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6; -7.00/+1.00/88 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6) 2021. On (B)(6) 2021 the lens was exchanged with a longer length lens due to low vaulting. This resolved the problem. It was also noted that "the residual astigmatism was resolved by biopics". The cause of the event was reported as unknown.